Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had shown failed hardware. A field service engineer (fse) checked the cables and cubie trays and found errors across the entire drawer 3. The station was powered down for 5 minutes. A "recover storage space" operation was performed to resolve the issues. Functionality was verified in hardware test application (hta), and the customer confirmed successful operation in inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station had failed hardware, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.